Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer and the patient circuit test during the pre-use check. During the troubleshooting on site performed by our field service engineer (fse), the nozzle unit in the o2 gas module was found to be faulty and the fse solved the issue by replacing the nozzle unit. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced nozzle unit was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).